Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing an error message. The technical support specialist (tss) logged into the server, confirmed synchronization dates were current, and later found a fatal structured query language error indicating logical consistency and checksum issues. Attempts to follow recovery knowledge articles, medstation es station database corruption sql server detected a logical consistency based I/o error, how to recover repair a corrupted dsclientoltp database and repair the application were failed due to connection errors. After verifying no pending uploads, the application was slowly uninstalled, but reinstall attempts revealed hard-drive corruption. The field service engineer (fse) confirmed database corruption, re imaged the device, completed data synchronization, and verified time. Both the fse and customer were able to log in without issues. The issue had been resolved, and the case was closed. The system functioned as intended after the technical support specialist and the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error message was displayed, but the device could not be found in the asset list to log a ticket. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error message was displayed, but the device could not be found in the asset list to log a ticket. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.